Event description:
Caller states patient's lab value was 92 mg/dl (drawn at 05:35). Caller states patient received the following results on the inform system while using comfort curve test strips 11 mg/dl (05:39), 15 mg/dl (05:42), and 90 mg/dl (05:44). Patient did not have low blood glucose symptoms, however they did receive unspecified medical treatment. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.